Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and the reported friction on the linear rail was confirmed and replicated. Upon visual inspection fluid residue was found that would be related to the reported event. The unit was installed onto a patient side cart fixture platform (pftp) where multiple friction tests were found to be failing on the insertion axis, replicating the reported event. The probable root cause is attributed to component failure based on electrical and fiberoptic defects. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting procedure, post anesthesia, after the port placement. The customer found the instrument exchanges diffcult, however, were able to continue with the procedure and complete robotically. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure using an xi system, both staff and the surgeon experienced resistance when exchanging instruments on universal surgical manipulator (usm) arm 3. The issue was reported to dvstat after completing the procedure. An operating room (or) staff noted that the instrument carriage moved slowly when returning to the top position, which was also observed by the surgeon from the surgeon side console (ssc). He did not believe the issue was related to the drape, as it was removed for troubleshooting. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found no associated errors. The site confirmed this has been an ongoing issue. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no external interference or collisions were observed. The issue persisted continuously over the week.